Manufacturer narrative:
The device was received and evaluated with the cannula assembly fully deployed. Inspection of the cannula assembly found that the exposed portion of the soft cannula had a tear, which leaked fluid when tested. It could not be determined when this damage occurred, and it could not be determined if this affected the device's ability to deliver insulin when the pod was worn. The pod's download data showed timeouts just before 900 pulses. The pulse width dropped back down afterwards, and continued normally until deactivation. The pod ran 1053 pulses. Timeouts did not trigger any alarm. Drive mechanism components were closely inspected and were not found with any abnormalities that would lead to timeouts. The observed timeouts did not appear to have an effect on the pod's ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level was ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). The patient treated the hyperglycemia by applying a new pod. The pod was worn between 4 and 24 hours on the back.